Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the short port btt black inflation valve dislodged, causing co2 gas leaking and disabling balloon to maintain inflation. A replacement unit was used to complete the procedure. It was reported that this malfunction caused a delay of five minutes in the procedure. The hospital did not report any pt complications.

Manufacturer narrative:
After the procedure, the hospital discarded the product. A lot history record review was completed for the product. There was no nonconformance which could have attributed to this failure mode. (B)(4).